Manufacturer narrative:
Hamilton medical reference: (B)(4). Hamilton medical ag comes to the following conclusion: the initial report was submitted as a preventive measure; the final classification is a non-final reportable case due to the associated risk of an unpleasant feeling, with no health impact or clinical consequences for the patient. The reported issue was confirmed based on logfile analysis of the affected device and reproduction on two independent hamilton-c6 devices. After a suction maneuver in spontaneous (spont) mode, spontaneous efforts were not detected upon patient reconnection. The ventilator entered backup mode after ~25¿30 seconds, after which spontaneous breathing resumed. In case of a pressure drop, the ventilator targets to compensate this pressure drop by increasing the flow (e.g., when airway leaks exist). This compensation flow is ¿ depending on the used circuits - dynamically increased or reduced for every inflation until the set pressures or volumes are achieved. If patient triggers are active, this compensation flow is added to the set sensitivity of the inspiratory and expiratory triggers to avoid auto trigger and auto cycling. When a disconnection is detected, this dynamic adaptation pauses for the duration of the disconnection. Unfortunately, this does not apply during a user initiated suctioning maneuver. After this maneuver the flow triggers and ets (expiratory trigger sensitivity) get a different sensitivity based on a leakage flow.

Event description:
Hamilton medical ag received the following description based on the current information of the complaint (summary of the reporter): the partner (B)(6) (norway) reported that after reconnection of a spontaneously breathing patient, following open suctioning, the ventilator initially failed to detect the patient¿s breathing efforts correctly and did not deliver the set pressure support. After a few breaths, pressure support was provided, but the cycling was too fast. No additional device was required. No further clinical signs, symptoms or conditions and no health consequences or impact, were reported. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ags conclusion: investigation is ongoing.